Event description:
A customer contacted beckman coulter inc. (Bec) and reported three occurrences of non-reproducible false positive troponin (accutni) results generated by the synchron lxi 725 clinical system. The customer has a proactive procedure implemented, any results >50ng/ml without a previous accutni result is repeated prior to reporting outside the laboratory. Upon re-run of the original samples, results were lower for all three patients. Patient this report is to document the event occurred on (B)(6) 2012. Per customer, there was no change to patient treatment or injury.

Manufacturer narrative:
Customer declined to have service dispatched. The cause for this event is not known. Additional mdrs are being reported on similar issues occurred at this customer site: 2122870-2012-01272 and 2122870-2012-01273.